Event description:
It was reported that an asymptomatic patient presented in clinic after receiving a vibratory alert. Loss of rv capture and nonsustained lead noise episodes were noted. Reinterrogation and remeasurement of data were recommended. The patient will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
(B)(4).

Event description:
New information received notes that the patient presented with fatigue, shortness of breath and wheezing. Patient also noted discomfort with lightheadedness and irregular heartbeat. The device was reprogrammed. The patient will continue to be monitored.